Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2026; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported experiencing a quick electric shock that was different from their normal stimulation and alleged that the leads had moved. The patient stated that instead of feeling the stimulation in their back, it was now spreading around their stomach. The patient mentioned that they had made some adjustments to the stimulation, but it did not resolve the issue. The patient confirmed there had been no recent falls or trauma but noted that they had lost weight. The patient also stated that they have an appointment with their healthcare provider (hcp) tomorrow. The agent reviewed the information and redirected the patient to their hcp for further assistance.